Event description:
On (B)(6) 2026, it was reported that this patient on peritoneal dialysis (pd) was hospitalized for pd catheter (not a (B)(6) product) tunnel infection. In additional follow-up, the patient¿s pd nurse confirmed the patient was hospitalized (B)(6) 2026 - (B)(6) 2026 for pd catheter tunnel infection. The nurse reported that the patient did not have peritonitis or any other pd related infection. While hospitalized, the patient received antibiotic therapy (details are unknown), underwent removal of the pd catheter and was transitioned to hemodialysis for renal replacement needs. The nurse confirmed the patient did not have any adverse effects from (B)(6) products. The patient currently remains on hemodialysis modality on an outpatient basis. Based on the available information, there is no allegation or indication that a (B)(6) device or product issue caused or contributed to a serious patient harm or injury. The catheter used by the patient is not a (B)(6) device. The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).